Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient started feeling sensations in the pacemaker area like tiny shocks. The patient further stated that the pacemaker had been implanted for four years and never felt anything like that before. The patient attributed it to the remote monitor and opted to leave it unplugged as it was interfering with the pacemaker. General device function and implantable pulse generator relationship with the remote monitor were discussed and the patient was encouraged to follow up with the health care provider. The remote monitor remains in use. No patient complications have been reported as a result of this event.